Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection (site of infection not confirmed), cholesteatoma and electrode migration. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.